Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage was noted. The anatomy location and lesion characteristics are unknown. While unpacking the 2.5 x 24mm taxus liberte drug-eluting stent, it was observed that two stent struts were bent at a 90 degree angle away from the stent, thus,the product was not used for the case. No patient injury or complications were reported.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the complaint incident is unknown.